Event description:
This patient had a groshong catheter placed in 2008. Later that evening, the catheter began leaking. The next day, the physician did a fluoroscopy and discovered what appeared to be a small hole or weakness in the catheter. On retrieval, the catheter separated into two parts, and had to be retrieved through right groin vein access. A new catheter was replaced.